Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded many episodes the sales representative wanted reviewed. Upon review, technical services (ts) found an event where anti-tachycardia pacing (atp) was delivered for ventricular tachycardia (vt) and did not convert, the therapy accelerated the patient rhythm into the ventricular fibrillation (vf) zone where two shocks were delivered, the first was unsuccessful but the second shock converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported.